Event description:
It was reported that dfuring preparation for a coronary drug-eluting stenting treatment procedure, it was noted the taxus express2 stent was not well crimped on the balloon. The stent was not used in the patient. No patient injuries or complications were reported.